Event description:
It was reported that this pacemaker recorded out of range atrial intrinsic amplitude measurements resulting in an alert in the remote home monitoring system. Review of stored device data noted this pacemaker and right atrial (ra) lead exhibited oversensing of noise resulting in atrial tachy response (atr) episodes. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.